Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that ultrasafe plus x100l pr white ccl separated before use. The following information was provided by the initial reporter: we received a complaint from a clinic in (B)(6), they report that the barrel/plunger fell out before injection and that the needle did not retract as usual; ¿I was priming a 96mg injection for a patient. The barrel/plunger fell out before I could use it, however I placed it back into the syringe body and give the dose to the patient. After given the dose, the needle did not retract back as it usual does, only after I removed the needle from ¿in situ¿ the needle retracted back into body. There was a delay for a few seconds.¿

Manufacturer narrative:
H.6. Investigation summary the customer issued a complaint for loose plunger rod detected during use on the market. No picture evidences or samples were provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Reported batch number was not provided by the customer. Therefore, the 8d team leader was not able to review the release paperwork and batch history records. A detached/loose plunger rod could be linked to: - an incorrect link between the plunger's thread and the stopper - an incorrect compatibility between plunger and barrel - a malformed/non filled plunger however, these cause can be discarded as the event occurred on the market: the customer would not have been able to process a non-conform plunger rod. The reported condition could also be linked to end user error and IFU not followed: - the device could have been removed from the blister by holding the plunger rod instead of the body, which could have detached the plunger rod from the prefilled syringe. - the needle cover could have been removed by holding the plunger rod instead of the prefilled syringe body, which could have detached the plunger rod from the prefilled syringe. - the plunger could have been not pushed deep enough or long enough for the device to be triggered. No picture evidences or samples were provided by the customer; therefore, the potential cause cannot be confirmed. In addition, the details of the customer IFU cannot be verified and is beyond the scope of this investigation. Based on the investigation conclusion, bdm-ps was not able to confirm the detection of the symptom perceived by the customer or correlate this symptom with a potential cause linked to bdm-ps process. As a consequence, bdm-ps does not propose any corrective or preventive action in the scope of this complaint. H3 other text : see h.10.

Event description:
It was reported that ultrasafe plus x100l pr white ccl separated before use. The following information was provided by the initial reporter: we received a complaint from a clinic in australia, they report that the barrel/plunger fell out before injection and that the needle did not retract as usual; ¿I was priming a 96mg injection for a patient. The barrel/plunger fell out before I could use it, however I placed it back into the syringe body and give the dose to the patient. After given the dose, the needle did not retract back as it usual does, only after I removed the needle from ¿in situ¿ the needle retracted back into body. There was a delay for a few seconds.¿